Event description:
Healthcare professional reported that the valve was removed due to a paravalvular leak. Upon re-op the valve leaflets look normal and flexible. There was no ingrowth of valve in surrounding tissue due to a suture tear. The valve was returned for analysis.